Event description:
The customer reported that the device unexpectedly shutdown. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shutdown. There was no report of pt involvement. A philips field service engineer went to the customer site to evaluate the device. The reported failure could not be reproduced however upon post-servicing the device displayed a power supply failure, pacer and shock equipment malfunction inops on the screen. Replacing the battery and processor pca resolved the reported issue. The device passed all testing and was shipped back to the customer site. Due to multiple parts being replaced, we cannot determine the cause of this reported failure.